Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2012. On inspection of the pad device, it was revealed a pogo-pin was damaged confirming the reported problem. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because a pogo-pin was damaged. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.